Event description:
The surgeon inserted a aq2017v three piece silicone lens. The reporter stated that a capsular tear not caused by the iol was noticed after the lens was in the eye. Surgery was completed with another lens. The reporter stated that staar's phacocmulsification equipment was not used for this procedure.